Manufacturer narrative:
Follow-up #1 date of submission 09/28/2015-device evaluation:the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the pump black box data drastic voltage fluctuations had occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked. A test battery cap was used to complete the investigation. The pump¿s sleep current draw was found to be out of specification. The pump case was removed and a cold solder connection was found at a pin on the transceiver board. Unrelated to the complaint, investigation revealed that the display was dim fading and discolored. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.